Event description:
It was reported that the guidewire was stuck. During a pulse field ablation to treat atrial fibrillation (a fib) a farawave was selected for use. When the physician wired the right inferior pulmonary vein (ripv) and said the wire was stuck. He could not retract or advance. He did not feel it was stuck on tissue but stuck in the catheter. He was in flower. We undeployed the splines and then the wire was able to move. We removed catheter and wire in body and found that in flower the wire would not advance or retract. Only if the splines were undeployed would the wire move. The guidewire and catheter were replaced. The procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire was stuck. During a pulse field ablation to treat atrial fibrillation (a fib) a farawave was selected for use. When the physician wired the right inferior pulmonary vein (ripv) and said the wire was stuck. He could not retract or advance. He did not feel it was stuck on tissue but stuck in the catheter. He was in flower. We undeployed the splines and then the wire was able to move. We removed catheter and wire in body and found that in flower the wire would not advance or retract. Only if the splines were undeployed would the wire move. The guidewire and catheter were replaced. The procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. Additionally, it was noted that the catheter was returned with a guidewire inserted. The guidewire inserted was successful withdrawn. Therefore, a known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The catheter was returned without a guidewire still inserted. A known good guidewire was successfully inserted, with no unusual resistance felt. Unable to confirm the as reported observation with testing of the product return.